Manufacturer narrative:
The glidescope spectrum smart cable and a glidescope gvm monitor were returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the video failure. The technical service representative noted that after being on for a few minutes, the image intermittently turned to static, even when the system was not touched. The camera image quality test was performed and failed. The technical service representative attributed the intermittent image issue to cable failure. The glidescope gvm monitor was evaluated and no image failure was noted. The technical service representative stated that the video image was normal when the customer's gvm monitor was connected to known, good, test equipment. The camera image quality test was performed and passed. The customer's glidescope spectrum smart cable was scrapped and a replacement was provided to the customer. The glidescope gvm monitor was returned to the customer as-is. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a glidescope spectrum smart cable, there was an intermittent image. The customer's biomed was able to replicate the issue by using another smart cable and a new, single-use blade. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.